Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. The fse inspected the instrument and the data, checked the mixers and probes, ran 3 levels of controls 10 times each. All values were within specifications. The samples had been lipemic and were ultracentrifuged. The fse ran the specimen 10 times on the ultracentrifuged portion and obtained a range of 9.1-9.3 and ran the lipemic portion 4 times and obtained a range of 9.3-9.4. The error could not be reproduced. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant advia 1650 calcium ca_2 results were obtained and reported. The result was questioned by the physician. The sample was repeated. An additional sample that had been drawn at the same time was run. A corrected report was issued. There are no reports of patient intervention or adverse health consequences due to the discrepant advia 1659 ca_2 results.